Manufacturer narrative:
Complaint conclusion: the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, manual compression was performed for 20 minutes and was recovered. The mynx was used in percutaneous coronary intervention (pci) case. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. The patient has recovered. There was no reported patient injury. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed with the stopcock close. It was reported that ¿the balloon of a 5f mynx control vascular closure device (vcd) burst during prep.¿ however, the sealant of the returned device was observed exposed to blood as received. The syringe and procedure sheath were not returned with the device. Per functional analysis, the balloon of the returned device was inflated with air, and pressure was maintained with proper functioning of the inflation indicator (mynx control instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification revealed that there was no saline in the balloon of the returned device as received. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported event. A product history record (phr) review of lot f2108902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was not confirmed, and the cause of the reported event may have been attributed to incorrect preparation of the balloon during the preparation phase. According to the information for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, manual compression was performed for 20 minutes and was recovered. There was no reported patient injury. The mynx was used in percutaneous coronary intervention (pci) case. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. The patient has recovered. The device will be returned for evaluation.